Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Received, but not yet evaluated.

Event description:
It was observed during a procedure that the 100 mm monopolar nitinol electrode had a break in the wire. The procedure was completed successfully using another electrode. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
Device scrapped by manufacturer.

Event description:
It was observed during a procedure that the 100 mm monopolar nitinol electrode had a break in the wire. The procedure was completed successfully using another electrode. There were no adverse consequences and no medical intervention.